Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000182387. During processing of this complaint, attempts were made to obtain complete patient information. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a trial procedure, the patient experienced a hematoma. Surgical intervention was undertaken wherein the leads were explanted to address the issue. The hematoma has resolved. It is unknown which lead attributed to this issue.